Event description:
I am a physician who had a conformis knee replacement by dr (B)(6) at (B)(6) on (B)(6) 2013. I experienced pain, lower leg pitting edema, and swelling of the joint for the past 18 months, I eventually had a ruptured bakers cyst with calf pain and edema which prompted two emergency room visits and an xray which showed tibial component loosening and displacement. Two weeks ago I had a revision l total knee replacement by dr (B)(6) at (B)(6). The prosthesis was worn as if it had been in for 15 for 20 yrs and I had extensive inflamed synovial tissue (verbal communication from surgeon). I have learned that the conformis implants have had some similar results and want to report my sad experience.